Event description:
Device 2 of 3. Reference MFR. Report # 1627487-2012-06099. Reference MFR. Report # 1627487-2012-06101. It was reported the pt was no longer receiving adequate coverage. X-rays were taken and revealed both of the pt's leads had migrated. It was also reported the pt was experiencing discomfort at the ipg site. Both leads were explanted and replaced. The ipg was replaced and implanted in a new location for better comfort.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.